Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been in for service in the past 12 months. Further inspection identified a defective downstream occlusion sensor (dso) due to a damaged dso seal. The dso sensor and mainboard were replaced. The device then passed all functional tests after the repair.

Event description:
The customer returned the product for "screen is damaged", during physical inspection it was found that the downstream occlusion senor (dso) was defective due to a damaged dso seal. There was no patient involvement.